Event description:
IT WAS REPORTED THAT THE FIBER BROKE AFTER 23.54 MINUTES OF USE DURING THE PHOTOSELECTIVE VAPORIZATION OF THE PROSTATE PROCEDURE. THE FIBER TIP SUDDENLY TURNED RED. BOSTON SCIENTIFIC HAS BEEN UNABLE TO OBTAIN ADDITIONAL INFORMATION REGARDING THE PATIENT OUTCOME TO DATE, DESPITE GOOD FAITH EFFORTS.

Event description:
It was reported that the fiber broke after 23.54 minutes of use during the Photoselective Vaporization of the Prostate procedure. The fiber tip suddenly turned red. Boston Scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The Device History Record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the Instructions for Use (IFU). The IFU states: Do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. A Risk Review was completed and confirmed that the event of Fiber Break and Burn of Device or Device Component was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be established.